Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0873 inches. Pump error 63 alarms are confirmed in device history file due to a broken trace at keypad assembly. Installed a water filled reservoir, primed insulin pump, monitored for a day, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No bolus history or delivery anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 199 mg/dl. Customer stated that the self test was not pass. Customer also experienced low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer was treated with the food and glucose tablet. Customer reported that auto mode was automatically delivering insulin at the time of low blood glucose event. Customer does not allege pump was over delivering. The insulin pump will be returned for analysis.